Event description:
It was reported that a lead integrity alert was triggered due to oversensing on the right ventricular (rv) lead. The sensitivity wasr reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Additional information received reported t wave oversensing during ventricular pacing which is infrequent. No changes have been made and the rv lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6937 implantable defibrillation lead (B)(6) 2012; 4968 implantable pacing lead (B)(6) 2012. (B)(4). The lead remains in use and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.